Manufacturer narrative:
D4 - UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the elbow connector jointed to the male connector on the three-way valve had been broken. The actual sample was rinsed and colored saline solution was injected to it. A leak was noted at the broken elbow connector. Magnifying inspection of the broken elbow connector revealed a crack had been generated, starting at the edge of the elbow connector. There was no anomalies on the male connector. The taper of the male connector part of the broken elbow connector was checked with the lure taper gauge which meets iso standard (6/100 tapered). It was found to be compatible to the lure taper gauge. Simulation testing was conducted on a retention sample. The elbow connector jointed to a male connector was exposed to an instantaneous pushing shock force. The elbow connector became cracked starting at its edge. The state of the damage was found to be very similar to that on the actual sample. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the elbow connector of the actual sample was exposed to an instantaneous shock force and became cracked resulting in the reported leak. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage on the capiox device during a procedure. The following information was provided by the user facility: during use blood started to drop at the joint of the sampling line; the amount of blood loss was not reported; and the patient was not harmed.